Event description:
New information received indicated that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. The device was reprogrammed and remains implanted.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post paced t wave oversensing was observed on stored egm. The patient did not receive therapy. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.